Manufacturer narrative:
Investigation pending.

Event description:
Caller reports false negative urine hcg results. Per the customer complaint, the microbiology department has a biomedical scientist who conducts point of case testing on patients- including pregnancy testing. They participate in an external quality assessment scheme for pregnancy testing on urine. They 'failed' the last distribution having two urines with low concentrations of hcg that gave negative results when they should have been positive. As is customary, the tests were repeated with the same lot (the only one they had left) and got the same results.